Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verioiq meter read inaccurately high compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the issue with the meter started "2 weeks" prior to contacting lfs; however, no results from the subject meter were provided. The patient manages his diabetes with insulin. The reporter was unable to say what action, if any, the patient took after obtaining the alleged inaccurate results. She claimed that for two weeks the patient experienced hypoglycemic symptoms of "feeling unwell" and "sweating". The reporter claimed that the patient was subsequently hospitalized and received unspecified treatment for his symptoms from an hcp on (B)(6) 2015. At the time of troubleshooting, the reporter was unable to confirm whether the patient's meter was set to the correct unit of measure or whether the test strips had been stored correctly and were within expiry date. It was not possible for the reporter to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained inaccurately high blood glucose reading on the subject meter, administered medication based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia which required hospitalization, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up #2. The device returned to mfg date was incorrectly documented in follow-up #1. It should have stated (B)(4) 2015 as the test strips were returned on this date.

Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.